Manufacturer narrative:
As of (B)(6) 2022 aso submitted retained samples for testing with no defects or observations. Aso reviewed records of satisfactory biocompatibility tests for all adhesive bandages added to the first aid kit with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. Refer to this report for further details.

Event description:
Consumer stated on (B)(6) 2022 that product caused blisters. Consumer stated that he sought medical attention. Consumer stated that hospital informed that consumer was having a severe latex allergy.